Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 09/21/2020. An investigation was conducted on 09/23/2020. Signs of clinical use and no evidence of blood was observed. The blade was observed to be in fully deployed state, no visual defects were observed. The aortic cutter housing cover was split at the joints but was not completely detached. There was only a split/gap identified at the joints of the housing, nearest to distal end of the aortic cutter. Based on the photographic inspection, the reported failure "break¿ was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutters, 5-pack (4.3mm) body broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Testing of actual/suspected device(10/13/22): the device was returned to the factory on 09/21/2020. An investigation was conducted on 09/23/2020. Signs of clinical use and no evidence of blood was observed. The blade was observed to be in fully deployed state, no visual defects were observed. The aortic cutter housing cover was split at the joints but was not completely detached. There was only a split/gap identified at the joints of the housing, nearest to distal end of the aortic cutter. Based on the returned condition of the device, the reported failure "break¿ was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. An engineers evaluation was conducted on 05/12/2021. Per mcv00029739 the extension of the blade was measured at 0.4150 which is within the specification. The covers were separated to inspect the internal assembly. The spring was measured and investigated for any damages. The length of the spring was measured at 4.530¿¿, the spring outer diameter was measured at 0.4515¿¿ and the diameter of the spring wire was measured at 0.035¿¿. All the measured dimensions were within the specifications per mcv00029571. The lot # 25150112 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutters, 5-pack (4.3mm) body broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.